Manufacturer narrative:
Concomitant medical products: product ID :977a260, serial# :(B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022 ,product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jul-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient only felt paresthesia on the left side of her body and her pain is on the right. Leads were implanted on the left side of the spine. Multiple reprogrammings were tried. Lead revision on (B)(6) 2022. Confirmed the patient now has paresthesia in the correct areas.  Issue was resolved.